Manufacturer narrative:
The breaks of the rolling walker were not on and the wind rolled the rolling walker in the flower bed causing it to break. This is an isolated occurrence. There was no injury. This claim is now closed.

Event description:
Customer was sitting on the rolling walker on his patio when a gust of wind came up and rolled the rolling walker into the flower bed he was sitting beside. When the wheels went into the flower bed, the front right wheel snapped at the adjustment notch and sent him to the ground. There was no injury.